Manufacturer narrative:
Failure analysis: installed user interface module (uim) pn: 16448 sn: (B)(4) on to avea test station rfa-1. Attempted to power user interface module (uim) in to user mode but failed, the screen was black and led¿s would light up along with an audible alarm. Continued by re-uploading the bootloader using the 27854-001 avea user interface module (uim) software installation fixture and installing software version 4.6b, the user interface module (uim) successfully powered on in to user mode operating properly. Findings/root-cause: duplicated and isolated the reported problem to a corrupted bootloader. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as of (B)(6) 2015. Carefusion will submit a follow-up medwatch report once the evaluation has been completed.

Event description:
The user facility biomed reported that while performing the extended system test (est) on the device, the device's screen went blank. There was no pt involvement.